Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has provided MRI report showing "intracapsular rupture of right mammary gland." Device remains implanted.

Event description:
Device has been explanted and replaced. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.